Manufacturer narrative:
The hospital biomedical engineer confirmed the reported issue. The manufacturer's technical support technician advised the customer may have a faulty data acquisition board. The hospital biomedical engineer reported they have a trained resource to repair this unit. Attempts were made to obtain additional information, none was provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.